Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-05709. It was reported that the patient's scs system was providing inadequate stimulation due to high impedance. It was also reported that during surgical intervention the lead was discovered to be disconnected and fractured. As a result, the lead was explanted and replaced to address the issue.